Manufacturer narrative:
(B)(4).

Event description:
Procedure: hartman procedure. According to the reporter: the device misfired. The sample will be returning. While it was reported that there was no extension in the length of the procedure, no blood loss, and nothing fell into the patient, it was reported that there was tissue loss. Follow up questions have been sent to the account to better clarify what type of tissue was lost, and how much of it was removed.

Manufacturer narrative:
(B)(4). Investigation summary: post market vigilance (pmv) led an evaluation of one gia 100-3.8 single use reloadable stapler with reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during hartman procedure the instrument misfired. No visual abnormalities were noted. The visual inspection of the cartridge noted that single use loading unit was fully applied. The interlock was triggered. The knife blade was detached. Microscopic inspection of each knife blade displayed no damage. The gia*80-3.8mm sulu was reset. The loading unit was reloaded into the instrument; the instrument was cycled with acceptable results. The firing knob completed a full stroke and returned with no binding or hang-up and the knife returned to the guarded position. Visual inspection of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition and, due to the sub-flush staple pushers, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Replication of the observed condition may occur if the instrument is applied to over indicated or unevenly distributed tissue. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.